Event description:
The retention dome was broken when the pt removed the catheter by himself. The device had been in place for 91 days prior to the incident.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.